Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a code was noted via the remote home monitoring system indicating there was a long charge time for this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted and discussed that this indicates the charge therapy may be available but time to therapy is likely to be longer than expected. Further review of the data by engineering noted the s-ICD had been beeping for the last eight months and there were multiple unexpected resets in the device's memory. The device log appears to be corrupted and ts recommended immediate device replacement. At this time no intervention has been scheduled and the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted due to suspected premature battery depletion. No additional adverse patient effects were reported. It was noted the s-ICD was retained at the hospital and at this time not expected to be returned. The device was returned for analysis.

Event description:
It was reported that a code was noted via the remote home monitoring system indicating there was a long charge time for this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted and discussed that this indicates the charge therapy may be available but time to therapy is likely to be longer than expected. Further review of the data by engineering noted the s-ICD had been beeping for the last eight months and there were multiple unexpected resets in the device's memory. The device log appears to be corrupted and ts recommended immediate device replacement. At this time no intervention has been scheduled and the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted due to suspected premature battery depletion. No additional adverse patient effects were reported. It was noted the s-ICD was retained at the hospital and at this time not expected to be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that a code was noted via the remote home monitoring system indicating there was a long charge time for this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted and discussed that this indicates the charge therapy may be available but time to therapy is likely to be longer than expected. Further review of the data by engineering noted the s-ICD had been beeping for the last eight months and there were multiple unexpected resets in the device's memory. The device log appears to be corrupted and ts recommended immediate device replacement. At this time no intervention has been scheduled and the s-ICD remains in service. No adverse patient effects were reported.